Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: manufacturing location: monument. Manufacturing date: 24-april-2024. Expiration date: 31-march-2034. Part: 04.037.242s, 12mm/130 deg ti cann tfna 170mm - sterile. Lot: 16562p5 (sterile). Nonconformance noted: n/a. Review of the DHR file: production order traveler met all inspection acceptance criteria. Inspection certificate met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Sterilization control number (scn) supplied by ethicon (abq) was reviewed and determined to be conforming. A manufacturing record evaluation was performed for the finished device with batch number 16562p5. No nonconformities or manufacturing irregularities have identified related to the complaint condition. The product was not returned to depuy synthes; however, photos and x-ray were received for review. The x-ray investigation revealed nothing indicative of a device nonconformance that can contribute to the adverse event. However, as per visual inspection of the photos can be observed chipped condition at the edge of the proximal end. It is not possible determine if fragments were generated with the evidence provided. The damage can be caused during the explantation process. However, a complete potential cause cannot be determined. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the tfna fem nail ø12 130° l170 timo15 would have not contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that on (B)(6) 2026, patient underwent hardware removal of tfna for total hip arthroplasty.